Event description:
The following information was reported: when the technician went to remove the device it would not come out. The balloon was not deflating even though the indicator was going back down into the handle of the mynx vascular closure device when the stopcock was opened. The technician took scissors and cut the device in half above the compression tube (advancer tube) and balloon went down and they removed the device with no further issues. The patient was not hospitalized. In the doctor's opinion the event was caused by the mynx device/procedure because the balloon would not deflate to remove the device. Procedure type: diagnostic periphery sheath size: 6f vessel type: arterial.

Manufacturer narrative:
Visual inspection revealed that the proximal end of the polyimide shaft was detached from the hub assembly. The proximal and distal balloon bonds were intact and the distal tip was inverted. The adhesive taper was missing and distal end of the polyimide shaft was curled and shows evidence of being flattened. A misalignment of the advancer tube with the tissue tract by the user can cause the advancer tube to "pin" the catheter shaft and prevent the balloon to deflate completely. In addition, an angular contact with the distal end of the advancer tube could strip away the adhesive taper. The balloon was inflated with air to determine if there was any presence of leak in the balloon; no leak was observed and pressure was held. Based on the information provided and the investigation performed, the probable cause of the balloon failure to deflate may have been pinning of the catheter shaft by the user. The catheter lumen detachment was most likely caused by an application of excessive force and misalignment of the advancer tube during the withdrawal of the catheter through the advancer tube causing the polyimide shaft to detach from catheter handle. However, the advancer tube was not returned and a complete investigation of the device was not possible. The review of the lhr (lot f1429604) indicated that the mynx device met all established performance criteria prior to shipment. (B)(4).